Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 1.0mg/ml for a total dose of 0.4400mg/day, bupivacaine 20mg/ml for a total dose of 8.799mg/day, and compounded baclofen 1000mcg/ml for a total dose of 440mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The device was returned with no allegation.